Manufacturer narrative:
This is a follow-up report for the removal of the initial report. Report type: follow-up 1.

Event description:
The initial report was submitted for click unknown and the brand is now sleek regular. This is a follow-up for the removal of the initial report.

Manufacturer narrative:
The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal a tampon came apart and pieces remained inside. The consumer sought medical attention, the doctor removed a piece of tampon, the consumer experienced odor, chills and sweats, and consumer was prescribed an antibiotic.